Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733686, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was working with two different navigation locks and the same drivers. When the site went to move from one sized screw to another using the same driver and different navigation lock the software was unable to recognize that they went from one mm screw length projection to a another screw projection. The actual pink "cad" model did not adjust properly. This occurred multiple times during the case, but did not cause any delay. The account team was unsure of which screw size they were using and which driver. They have used a work around that notes that they can only have 1 driver and actively seeing one instrument. Patient was present. No delay noted. No reported impact on patient outcome.